Event description:
Facility reported an incident in which a pt developed hives during hemodialysis therapy and required hospitalization for treatment. The informant was unsure of the details of the hospitalization. Reportedly, before this occurred, the pt had been on dialysis for a period of two months without any problems noted. The facility believes that it may be a reaction to polysulfone. The lot number is unknown and the sample is not available for eval.